Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported being hospitalized for a week and being diagnosed with angioedema while an align product was being used.

Event description:
The patient reported symptoms of swollen tongue and face, and difficulty breathing. The patient being admitted to a hospital for a week, where the physician diagnosed the patient with angioedema, to alleviate the reported symptoms. The patient reported being prescribed medications (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently getting better.